Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors tip cover accessory involved with this complaint and completed the evaluation. Failure analysis investigations did not confirm the customer reported complaint. Failure analysis (fa) found the primary finding of cannot verify external event to be related to the customer reported complaint. Upon visual inspection, the tip cover appeared to be cut from the proximal end of the tip cover towards the distal opening. Incisions we found on both sides of the tip cover, measuring approximately 1.164"-1.271" in length. As a result, the tip cover could not be properly tested with an in-house monopolar curved scissors instrument. Additional observation not reported by site was that the tip cover was found to exhibit several gouges throughout the proximal end. Multiple punctures and grooves were observed. A piece, measuring roughly .036" x .082" was missing from the gray proximal area. The root cause is typically attributed to the mishandling/misuse. This accessory was transferred to advanced failure analysis for further investigation. The initial fa was confirmed; the mcs tip cover was found to be cut, exhibit gouges, and have small fragments missing. The root cause appears to be misuse related, as the complaint mentions requiring cutting to remove the cover. Because the tip cover is cut, the customer complaint of "the cover is very tight and requires cutting to remove." Cannot be confirmed due to the inability to test the component on in-house instruments. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. The lot # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: the monopolar curved scissors tip cover accessory was damaged due to holes/tears/missing material on the gray silicone area. In the event the tip cover is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using an energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.

Event description:
It was reported that the monopolar curved scissors tip cover accessory was very tight and required cutting to remove. There was no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the customer had a problem removing the tip cover at the end of several cases. They had to cut it off the instrument at the end of the case. There was no patient impact. It happened several times with the lot number that they returned. They noticed the removal tool was a lighter blue/gray for this lot number than what they typically see. They returned all the items they had in inventory with this lot number. That is all the specific information they could provide. The surgical techs only reported it after it was a problem on multiple cases. They are pretty sure it is an issue with this specific lot number because they have not complained of this issue since they removed it from inventory. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.